Manufacturer narrative:
Product ID 3889-28, lot# va0ee37, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0ee37, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy245265h ) showed ins functionally okay, insignificant anomalies; no significant anomaly. Final analysis of lead model 3889-28 showed lead body conductor broken at or near tines.

Event description:
It was reported that there was blood in lead from end to end including portion that goes into header of ipg (implantable pulse generator) . Impedance testing and xrays were done. The lead was explanted and replaced. Regarding the ipg, there was high impedance, >4000 on all but c 1 combo. There was blood in the header of ipg. The ipg was explanted and replaced. Additional information noted that the patient had seen her symptoms returning to some degree off and on over the past several weeks. There had been reprogramming done to try and address this. About a month ago 3 of the combinations were out of impedence (>4000). At her last session last week, the doctor ran impedence again at her follow up and the impedances were all >4000 except for one combo c 1. She ordered xrays and decided to revise. When they got into the case, there was blood in lead from end to end including portion that goes into header of ipg. It was determined that switching out everything was best course of action, because not sure if new lead would be affected by blood in header of battery thus causing the need to replace again in the future. The case went perfectly; the patient was doing well. Patient status at the time of the reporting was alive, no injury. If additional information is received, a follow up report will be sent.